Manufacturer narrative:
Additional data: h6 - device code: 1494 - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. H6 - work order search: no similar complaint was reported for units within the same lot. Corrected data: d3: manufacturer name, city and state. G2: manufacturing site address/phone for devices. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
A case report was received and indicated the surgeon implanted icl implantable collamer lenses in the patient ou. Six years after the lenses were implanted, the patient developed anterior subcapsular cataracts ou. The patient underwent femtosecond laser assisted cataract surgery (flacs) combined with icl extraction. Iols were implanted ou. The lens in the left eye (os) touched the anterior capsule due to "0" vault. The vault in the right eye (od) was shallow. Visual acuity was reduced for the last 2 years ou. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.